Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the lead was returned in two pieces. The outer insulation was damaged at 22.0 cm to 30.0 cm from the distal tip due to clavicular crush.

Event description:
It was reported that the right ventricular lead exhibited low impedance, noise and clavicular crush damage was suspected.